Event description:
It was reported that the patient experienced atrial tachycardia. The implantable pulse generator (ipg) exhibited sensing problem due intrinsic atrial events falling into post-ventricular atrial refractory period (pvarp). The right atrial (ra) lead was observed with far field r-wave (ffrw) oversensing. Reprogramming was performed and resolved both issues. The device and lead remain in us. No further patient complications have been reported as a result of this event.